Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, due to basal rate setting that was too low. Bg was addressed correction bolus via manual dose injection. Customer updated the basal rate setting to address the event.